Event description:
It was reported that the user experienced repeated ¿restart ilet ¿ alert 38¿ motor stall alerts after a supply change, consistent with a motor movement obstruction related to the cartridge, connector, tubing, or debris. Symptoms included no reported adverse health effects. Outcomes included continued pump usability following troubleshooting and replacement supply ordering. Investigation included remote troubleshooting, inspection of the pump chamber, a dry motor test confirming upward motor advancement in increments to approximately 100 units without error, and a successful motor rewind confirming downward movement without additional alerts. Investigation of this case revealed normal motor function with no debris observed and a probable supply-related obstruction, with resolution after removing supplies and verifying motor operation. It was concluded, based on previously established findings for similar reports, that the cause was device use-related, attributable to supply setup or component obstruction rather than a motor malfunction.